Event description:
On (B)(6) 2012, a 29mm epic valve was implanted in the mitral position. On (B)(6) 2019, the patient presented with a fever and experienced respiratory stress the following day. On (B)(6) 2019, the valve was explanted and exchanged for a 27mm magna ease valve. Upon explant, no calcification or pannus was observed. The patient is reported to be stable.

Manufacturer narrative:
The valve was explanted for an unspecified reason. The investigation found that cusp 2 was torn. Cusps 2 and 3 had thinning at the base of the cusps. Cusps 2 and 3 contained microcalcifications. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the tear, thinning, and microcalcifications could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2012, a 29mm epic valve was implanted in the mitral position. On (b)6) 2019, the patient presented with a fever and experienced respiratory stress the following day. On (B)(6) 2019, the valve was explanted and exchanged for a 27mm magna ease valve. Upon explant, no calcification or pannus was observed. The patient is reported to be stable.